Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. This report was mailed to FDA on: 10/09/2008.

Event description:
A user facility reported that a surgeon noticed a crack in the intraocular lens after it was inserted. It was removed during the same procedure and there was no patient harm.